Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Broken reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, missing display window cover, cracked case (battery tube) and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. The screen is cracked at the top right spreading towards the center of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.